Manufacturer narrative:
The device is assumed to be a combination product, although the implantation timeframe and lot number is unknown. Cbas® heparin surface incorporates cbas-heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting.

Manufacturer narrative:
The second device involved in this incident is being reported separately ((B)(4)).

Event description:
The following information was reported to gore: in a literature article titled "an anomalous mechanism causing failure of expanded polytetrafluoroethylene-covered nitinol stents, evaluated using multiple intravascular imaging modalities" it states a patient underwent treatment of a right superficial femoral artery (sfa) lesion with bare metal stents on two separate occasions. However he developed right lower limb claudication one year after the initial procedure. Angiography showed right sfa occlusion with multiple stent fractures. Two gore® viabahn® endoprostheses were implanted as well as an additional bare metal stent. Patency was restored. On an unknown date a year following implantation of the viabahn devices the patient presented with severe right limb ischemia. Initial angiography showed flow disturbance in the right sfa . Intravascular ultrasound and optical coherence tomography showed an arterial dissection¿like double-lumen structure with a pulsatile flap inside the stents. Angioscopy revealed a white pulsatile structure that looked like an artificial wall. Optimal arterial flow was obtained by placing 2 bare-metal stents inside the viabahn stents. Kobayashi n, takano m, miyauchi y, shimizu w. An anomalous mechanism causing failure of expanded polytetrafluoroethylene-covered nitinol stents, evaluated using multiple intravascular imaging modalities. Jacc: cardiovascular interventions 2020;13(8):e73-e75.